Manufacturer narrative:
A review of synthes device history record for lot number 6319362 revealed the 449.633 locking reconstruction plate was manufactured per specification requirements. There were no complaint related anomalies associated with this lot. The lot was made to the correct material requirements and met the required specifications.

Event description:
A pt was implanted with a plate on an unk date. The plate was noted as broken post operative. The pt was returned to the operating room on (B)(6) 2012 for removal of a locking reconstruction plate and seven screws. Pt was revised to new hardware.